Event description:
It was reported that a remote monitoring transmission was sent due to a lead integrity alert (lia) on the right ventricular (rv) lead that triggered for a combination of non-sustained ventricular tachycardia (vt) and short interval counts (sic). This issue appeared to be due to some intermittent t-wave oversensing (twos). Follow-up was performed and it was determined that reprogramming was performed and no further twos was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.